Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery because the device was not performing as expected. A break in the tubing was identified during surgery. All components were removed and replaced. There were no patient complications.